Event description:
Reporter initially stated the infusion device displayed an e6 mechanical error while in the run mode. The infusion device was returned to the investigation unit, and a preliminary evaluation revealed the check button is defective. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint can be verified. E6 errors were found in the history. Due to the high friction of the drive unit, the telescope blocked and the pump correctly triggered the e6 error messages. There are particles of plastic inside the housing of the check button. The particles temporarily isolate the area of contact inside the button housing. Due to this problem, the check button does not respond and is without function.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.